Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call, the insulin pump continued to alarm no delivery after performing all the steps on the insulin pump. The insulin pump alarmed in the morning and the set was changed, then the alarm reoccurred. Customer's blood glucose was 158 mg/dl. Troubleshooting was performed. Customer primed the insulin pump and the device alarmed no delivery. Customer's father was then advised to use the reservoir plunger to manually push insulin through the tubing, insulin did not exit. Customer was then advised to disconnect and reconnect the reservoir, insulin exit. Customer was then performed a manual prime and insulin exited. Customer was advised the alarm was caused by an infusion set or reservoir occlusion. The reservoir is not returning for analysis.